Event description:
The article, "early anticoagulation after aortic valve replacement with porcine bioprosthesis randomized control trial (antipro)", was reviewed. The article presented a prospective, multicenter study on whether patients with early anticoagulation (ac) after aortic valve replacement (avr) with porcine bioprosthesis have better hemodynamics at 1 year of follow-up. Devices included medtronic hancock ii, st jude epic, and medtronic mosaic. The article concluded that the addition of 3 months of oral ac to anti-aggregation treatment was not detected to affect bioprosthetic hemodynamics nor functional class at 1 year after aortic valve replacement (avr). Likewise, ac does not lead to the higher incidence of complications. [The primary and corresponding author was victor dayan, instituto nacional de cirugia cardiaca, montevideo, uruguay, with corresponding email: victor_dayan@hotmail.com]

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided summarized patient outcomes/complications of a study on whether patients with early anticoagulation (ac) after aortic valve replacement (avr) with porcine bioprosthesis have better hemodynamics at 1 year of follow-up were reported in a research article "early anticoagulation after aortic valve replacement with porcine bioprosthesis randomized control trial (antipro)" in a subject population with multiple co-morbidities including hypertension, diabetes, dyslipidemia, smoking history, chronic obstructive pulmonary disease, myocardial infarction, cardiac surgery, stroke, transient ischemic attack, coronary lesions, bicupsid aortic valve, aortic regurgitation, and aortic stenosis. Some of the complications reported were unexpected medical intervention (mechanical ventilation), atrial fibrillation, bleeding; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.